Manufacturer narrative:
Medical device expiration date: na. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: the baby has a dextrose line, a lipid line and a medication line which was attached to a tri-fuse set. All 3 lines were running and the medication line was leaking from the connection between the syringe and the maxzero needleless connector.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-feb-2022. H6: investigation summary the customer reported leaking between a 3ml syringe and maxzero connector. The syringe and maxzero were found to leak when tightly connected, and the complaint was verified. The manufacturing plant for the syringe conducted a further investigation and verified that the leak was coming from the syringe and not the maxzero. A technical report was generated to challenge the failure modes in the mold temperature and the injection process. Updated the quality check of molded syringes to include a leak test with the help of the maxzero device. These actions along with a prior funded project to address the issue are in place to reduce the risk of this failure recurring. A device history record review for model mz9267 lot number 21105939 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 21oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: the baby has a dextrose line, a lipid line and a medication line which was attached to a tri-fuse set. All 3 lines were running and the medication line was leaking from the connection between the syringe and the maxzero needleless connector.